Event description:
Reportedly, in a f/u performed 6 days post implantation, atrial sensing issues were observed. The holter ECG showed irregular atrial functioning. Atrial and ventricular threshold tests with unipolar pacing showed normal values. Ventricular sensitivity tests were normal but the atrial ones showed high amplitude events with low frequency not sensed by the device in both unipolar or bipolar configuration. An x-ray after implant did not show any lead positioning problem. The physician thought about a device replacement but some test were performed again and the reported behavior was present intermittently randomly. An explanation is required.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.